Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2025. Date of event is an approximation. On (B)(6) 2025 the cgm reading was 30 mg/dl (as reported by the patient), and the patient self-treated with eating peanut butter. Around 30 minutes after this, the cgm reading was 50 mg/dl, and around 1 hour after the cgm reading 70 mg/dl. The patient ate something else and the cgm reading jumped to 300 mg/dl. The patient was self-treated with insulin and a few hours later they experienced dizziness, were very weak and shaky. The patient called a friend and was taken to the hospital. When a fingerstick was taken at the hospital the cgm was reading 30 mg/dl and the blood glucose reading was 700 mg/dl. The patient received intravenous treatment and insulin shots. The patient was discharged on the same day after about 6 -7 hours. At the time of the report the patient was stable, but stated that his vision got affected, ¿screwed up¿, but there was no further information regarding this. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to feeling symptoms and treatment. The reported glucose values fall within the d zone of the parkes error grid when taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.